Event description:
Aplied medical 12x100mm threaded trocar ref: c0659. This trocar causes undue stretching of the skin in the navel resulting in necrosis, pain and scarring of the umbilical incision not seen in many other trocars I have used. This occurred also with six other patients I have laparoscoped using this trocar. I refuse to use it any more. Have used over the past year.